Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as a known potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent medical intervention and delay in procedure appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with proglide devices was attempted in the left common femoral artery via 6fr sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide device was placed correctly, the second proglide device failed during needle deployment, a third proglide device was placed correctly. The sheath was upsized to greater than an 8.5fr and the tavi procedure was completed. After the procedure the knots were closed without success. A fourth proglide device was placed; however, when the device was removed, the sutures came out with the device. Manual arterial compression was applied to achieve hemostasis. An angiogram was performed and the artery was found to be occluded. A back wall stitch could not be ruled out. Access was gained through the right common femoral artery and the area was balloon dilated, restoring flow. There was a reported clinically significant delay in the entire procedure. No additional information was provided.